Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as an imprint under the garment with a rash. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician prescribed a steroid cream for the allergic reaction. Follow up indicated that the allergic reaction improved.